Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The hardware on the backlight inverter printed circuit boards (pcbs) were updated. The ventilator passed self testing.

Event description:
Report received of a faulty graphic user interface. The customer did not provide information on patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.